Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was performed for 20 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a trans arterial chemoembolization (tace) procedure to treat hepatocellular carcinoma. An unknown 5f femoral artery sheath was used for access followed by insertion of an unknown microcatheter which was delivered to the target hepatic artery tumor blood supply. Drug-carrying microspheres were injected through the unknown microcatheter for embolization. At the end of the procedure, the unknown microcatheter was withdrawn and the unknown 5f sheath was retained for the use of the exoseal vcd to attempt hemostasis. The exoseal vcd was pushed 35 degrees into the unknown sheath up to the delivery rod marking band to stop pushing. The unknown sheath was withdrawn until the indicator guide wire cover and handle were completely fit. The unknown sheath and exoseal vcd were withdrawn at the same time and pulsatile blood flow from the blood return indicator was observed. The indicator window began to be observed when the blood flow was significantly reduced. However, even when the exoseal vcd was completely withdrawn outside the body, the indicator window did not change color throughout the entire process. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing. The physician had achieved certification on the use of exoseal vcd. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s bmi was not greater than 40. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was performed for twenty minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a trans arterial chemoembolization (tace) procedure to treat hepatocellular carcinoma. An unknown 5f femoral artery sheath was used for access followed by insertion of an unknown microcatheter which was delivered to the target hepatic artery tumor blood supply. Drug-carrying microspheres were injected through the unknown microcatheter for embolization. At the end of the procedure, the unknown microcatheter was withdrawn and the unknown 5f sheath was retained for the use of the exoseal vcd to attempt hemostasis. The exoseal vcd was pushed 35 degrees into the unknown sheath up to the delivery rod marking band to stop pushing. The unknown sheath was withdrawn until the indicator guide wire cover and handle were completely fit. The unknown sheath and exoseal vcd were withdrawn at the same time and pulsatile blood flow from the blood return indicator was observed. The indicator window began to be observed when the blood flow was significantly reduced. However, even when the exoseal vcd was completely withdrawn outside the body, the indicator window did not change color throughout the entire process. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing. The physician had achieved certification on the use of exoseal vcd. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s bmi was not greater than 40. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set in the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as there were no anomalies noted during functional analysis of the device and the window achieved its change to the three-color stages, with successful plug deployment. The internal mechanism was assembled correctly. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.